Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent and too bent to retract. A visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implanting procedure, the right ventricular (rv) lead exhibited high impedance. Upon removal of the rv lead, the physician noted that the helix was twisted. Another lead was implanted. No patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.